Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A field service engineer (fse) provided remote support and had guided the customer to perform a power cycle on the affected device. The customer confirmed successful login using the fingerprint scan. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working correctly and repeatedly failed, displaying a ¿spoofed¿ message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.